Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Toothbrush caught on fire while using [device catching fire]. Handle got really hot while using it and then it blew a hold through the side with the button/ smoke coming through hole [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that he/she purchased an oral-b power rechargeable toothbrush handle vitality 3709 model d.12.523p on (B)(6) 2018. The consumer put it on the charger (type 3757) and used it for the first time on (B)(6) 2018, and described that the toothbrush caught on fire while he/she was using it. The consumer elaborated that the handle got really hot while he/she was using it and then it blew a hole through the side with the button; there was smoke coming through the hole. It was noted that the toothbrush had not been dropped. The consumer had used this version of toothbrush in the past. No symptoms developed. Relevant history: none reported. Concomitant product(s): (B)(4) toothpaste. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. The 16-may-2018 product investigation results: product return was received on 14-apr-2018 and investigated. Investigation results confirmed that a short circuit overheating the pcb/motor transistor was the cause of the complaint. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that he/she purchased an oral-b power rechargeable toothbrush handle vitality 3709 model d.12.523p on (B)(6) 2018. The consumer put it on the charger (type 3757) and used it for the first time on (B)(6) 2018, and described that the toothbrush caught on fire while he/she was using it. The consumer elaborated that the handle got really hot while he/she was using it and then it blew a hole through the side with the button; there was smoke coming through the hole. It was noted that the toothbrush had not been dropped. The consumer had used this version of toothbrush in the past. No symptoms developed. Relevant history: none reported. Concomitant product(s): crest toothpaste. No further information was provided.